Manufacturer narrative:
The device evaluation found the universal cord, the control unit and the up/down angulation lever plate were sticky and the connecting tube coating was peeling. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the universal cord, the control unit and the up/down angulation lever plate were sticky and the connecting tube coating was peeling. There was no patient involvement.